Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for mitral stenosis occurring after clip implantation. It was reported that the patient was hospitalized prior to the mitraclip procedure and came to the procedure already intubated due to her poor condition. She was in congestive heart failure and the procedure was performed knowing that it might not help. Pre-procedure mitral regurgitation (mr) was severe. The mean pressure gradient was noted as 3.5 mmhg. One mitraclip was implanted and the mr was reduced from grade 4+ to grade 3-4+; however, it was noted that the mean pressure gradient had increased to 6 mmhg. Although a second clip may have decreased the mr more, the physician chose not to implant it, as he didn't want to risk increasing the mean pressure gradient. The procedure ended with one implanted mitraclip, mr grade 3-4+ and a mean pressure gradient of 6 mmhg. The physician considered the increase mean pressure gradient as borderline mitral stenosis. No additional information was provided.

Manufacturer narrative:
(B)(4) there was no reported device malfunction and the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to procedural conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.